Event description:
It was reported that the atrial lead was not capturing. During the procedure to replace the atrial lead, another lead was attempted and not used because the lead was moved during the procedure to a "non-functional position" and the physician elected not to use it. The atrial lead was capped and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable defibrillator (B)(6) 2009. (B)(4).